Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 140 mg/dl. Reportedly, the customer reverted to insulin injections as alternate insulin therapy. During follow up, the customer was hospitalized for an elevated bg level of 770 mg/dl, due to the customer reverting to shots from the alarm 19 issue. The bg level was addressed with a correction. The customer was treated at the hospital with an IV of saline, and an insulin drip that resolved the issue. The customer arrived at the hospital (B)(6) 2016 and was release on (B)(6) 2016.